Manufacturer narrative:
Date of event estimated.

Event description:
It was reported patient's ipg became depleted and reached a stage where it could no longer provide therapy for the patient. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.